Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 1) with multiple cartridges occurred during the load process. Customer was unable to clear the alarms and reverted to an alternate method of insulin therapy. The customer's blood glucose level was 143 mg/dl.